Event description:
The customer reported that during the third activation, an end tone, indicating a completed seal cycle, was heard but no seal was completed. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.